Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual inspection of the returned product noted that the reload had a full staple complement. The trs material was properly anchored to the anvil and cartridge. The lock ring was broken and the lock ring tab was received fully detached from the sulu adapter. Functional testing of the reload could not be performed due to the damage to the adapter. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the loading unit while attached to the instrument. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, there was a problem loading the device. It was noted that one of the black plastic tabs on the reload was damaged. Another reload was opened and the case could be completed. There was no patient injury.